Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was found zipped without damages. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage just residues of dry blood could be observed on the gripper. The embolic coil was found stretched in tangled condition and it was still attached to the gripper. The embolic coil and gripper were inspected under microscope, the gripper was found without damage just residues of dry blood could be observed on it while the embolic coil was found stretched. The od from the delivery tube was measured and was found within. The functional test could not be performed due to the conditions of the received unit. (Kinks found on the hypotube and the tangled condition of the embolic coil). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "resistance/friction during advancement" could not be evaluated due the conditions of the received product. The failure reported by the costumer as "coil - unraveled stretched" was confirmed. The cause of the kinks found on the hypotube and the stretched coil could not be conclusive determinate; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages leaving from the facility. However the cause is inconclusively and undetermined; therefore no corrective actions will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00272, 1058196-2011-00273, and 1058196-2011-00274. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure, the orbit rdfl complex fill coils (x3) stretched during the same case/placement in the aneurysm. There was no adverse event, and the procedure was completed with similar products. The products will be returned for analysis. Resistance occurred when the coils were inserted in the microcatheter with the distal shaft, but there were no kinks in the mc that may have contributed to the event. Additional force was utilized after the resistance was noted. During repositioning, the coils left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the sl 10 (mc) microcatheter at all time, however the same mc was not utilized to complete the procedure. Additionally, a guidewire was utilized to exchange the microcatheter and maintained target site. The mc was not reshaped. A balloon or stent remodeling product was not used during the procedure. The target site was the acom. The procedure was completed with same like product. No further information was available.

Manufacturer narrative:
This is one of three products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00272, 1058196-2011-00273, and 1058196-2011-00274. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit rdfl complex fill coils (x3) stretched during placement in the aneurysm. There was no adverse event, and the procedure was completed with similar products. Resistance occurred at the distal shaft of the sl-10 microcatheter (mc) during insertion but there were no kinks in the mc that may have contributed. Additional force was utilized after the resistance was noted. During repositioning, the coils left in the aneurysm, while the microcatheter was repositioned. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance as this may cause damage and/ premature detachment of the embolic coil. If friction is noted the coil should be removed & if friction is noted with subsequent coils examine the infusion catheter and replace both if necessary. Additionally the IFU also cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. An adequate continuous flush was maintained through the mc at all times. The same mc was not utilized to complete the procedure; a guidewire was utilized to exchange the mc and maintained target site. The mc was not reshaped. A balloon or stent remodeling product was not used during the procedure. The target site was the acom. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was found zipped without damages. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and griper were found without damage just residues of dry blood could be observed on the gripper. The embolic coil was found stretched in tangled condition and it was still attached to the gripper. The embolic coil and gripper were inspected under microscope, the gripper was found without damage just residues of dry blood could be observed on it while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit (kinks found on the hypotube and the tangled condition of the embolic coil). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction during insertion could not be evaluated due to the conditions of the device. However, based on the report that there was resistance friction at the distal end of one mc with three different coils, it appears that the concomitant mc is a contributing factor. The cause of the kinks found on the hypotube and the stretched coil not be conclusive determinate; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. With review of the available procedural information in addition to the device interaction, there are identified procedural factors/device manipulations that may have contributed to the event. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00272, 1058196-2011-00273, and 1058196-2011-00274.